Manufacturer narrative:
(B)(4). Sus voluntary event report - mw5070500.

Event description:
It was reported that during a lithotripsy procedure, the staff began to smell smoke in the operating room and noted that the smoke was coming from where the fiber connects to the laser. The fiber was noted to be severed at the rubber connection, leaving part of the laser fiber in the laser. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: no report of injury to the patient.